Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow up, a non-MRI compatible device was found to be in back up mode following an MRI. Technical support was contact and recommended reprogramming to resolve the event. The device was reprogrammed to resolve the event. The patient was stable.